Event description:
There was a buzzing sound in the room, and I noticed that it was coming from the suction/irrigator which had run out of saline. However, when I looked at the screen there was no fluid in the operative field, the surgeon wasn't using it, the suction/irrigator was running on its own. We removed it from the field as it continued to run. I immediately phoned the gyn [gynecology] lead, removed the batteries from the device at which time I noticed a burning smell coming from the device. When the batteries were removed, I was unable to hold onto them as they were extremely hot. Three patients three separate events within the same month. No patient harm/involvement in failure. Manufacturer response for suction irrigator, strykeflow ii (per site reporter), none yet. Manufacturer response for suction irrigator, strykeflow ii (per site reporter), none yet. Manufacturer response for suction irrigator, strykeflow ii (per site reporter), none yet.